Event description:
A patient developed a severe skin reaction under and surrounding the surgical adhesive. This patient had a previous reaction to dermabond. She was treated with prednisone.

Manufacturer narrative:
Patient had a spinal procedure on (B)(6) 2011. On (B)(6) 2011, during the scheduled post op visit, the surgeon identified a pustule-like skin reaction on and around the surgical incision. The skin reaction extended up the patient's back. She was treated with benadryl and prednisone. The patient had a previous spinal surgery on (B)(6) 2011. Dermabond surgical adhesive was used at that time and the patient developed a skin reaction on the incision. There were no previously reported known allergies for this patient.